Manufacturer narrative:
A replacement pump was sent to the customer. Attempts to follow-up with the customer to get additional information, including medical treatment received, if any, were unsuccessful. The clinical follow-up was completed and revealed that the customer stated that for an interval of several days she experiencing thrush and was not able to pump. She is now working to restore her milk supply. She finds that she can empty her breasts well using the lactina but does experience cracked nipples. Review with the customer of well fitting breast shields was given. The issue is resolved without ongoing adverse effect and further clinical follow-up is not indicated. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Medela acknowledges that this report is bing submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow-up report will be filed at that time.

Event description:
The customer reported that she was trying to use the freestyle pump and there was hardly any suction at all. Indicated that suction is not enough to drain breast, that she still felt engorged. She's also using a lactina that she's borrowing and with that pump she feels that her breasts get fully drained and she feels comfortable.